Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's right ventricular (rv) lead exhibited noise oversensing. Programming changes were made to disable high voltage therapies. The patient had no adverse consequences due to the event.

Event description:
Additional information received indicated that the patient's right ventricular (rv) lead was explanted and replaced. It was also noted that their implantable cardioverter defibrillator (ICD) was explanted and replaced for an unknown reason.